Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to low out-of-range (oor) shock impedance of 19 ohms. Technical services inquired as to whether the patient could have been exposed to any electromagnetic interference of procedure on the day of the alert. It was recommended to try to reproduce the oor value on-clinic and to consider performing additional defibrillation threshold testing and/or a maximum energy shock at the routine replacement of the crt-d (approximate time to explant: 5 months). This right ventricular lead remains in service and no adverse patient effects were reported.